Manufacturer narrative:
(B)(4). Additional concomitant medical products: vngd ant stblzd brg 10x67 catalog # 189040 lot # unknown; biomet cc I-beam tray 67mm catalog # 141222 lot # unknown; biomet arcom 3 patella catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-07869, 0001825034-2018-07875, 0001825034-2018-07931. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient is experiencing rash on side of face and redness around incision.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.